Event description:
Device malfunction: unintended site. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a heavily calcified right internal carotid artery procedure, the stent was misplaced and a second rx acculink was implanted to cover the cover the target lesion. There were no reported adverse patient sequelae, and the patient was discharged to home the next day. Though requested, no additional information is available. Study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The reported total lesion length, 10 mm, possible suggest that the root cause is that the target stenosis exceeded the stent length which is 6-8 mm. The instruction for use indicate that "should adequate coverage by one stent be impossible, a second acculink stent may be used".